Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was not used. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of unacceptable threshold and high lead impedance were not confirmed. The right ventricular (rv) lead returned for analysis in one piece. Electrical analysis and visual inspection were normal with no anomalies found.